Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of fluid damage. Device was contaminated. It was also noted that the output connector assembly was broken, the hanger assembly was damaged, the upper case boss was stripped, the lower display was bleeding, the main printed circuit board (pcb), upper case, keypad flex, encoder assembly, four knobs, lower case, display flex, display frame, four display grommets, insulator label, four display frame screws, six case screws and six main pcb screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) won't turn on due to fluid damage. The epg was returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.